Event description:
Journal reference: egidi et al. A survey of italian cases of dystonia treated by deep brain stimulation. J of neurological sciences 2008;51(4):153-8. The article describes a retrospective survey with the aim of presenting the complete series of dystonic patients treated with bilateral dbs in order to describe local current practices. A total of 7 centers participated in the survey and operated on 69 patients. Surgical complications occurred in 13 of the 69 patients (19%). Patient complications included 4 lead fractures or displacements (lead n=4).